Event description:
It was reported that "there has been a steep climb in threshold over the past 6 months". The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient received inappropriate therapy. Additionally, there was an out of range lead impedance alert due to high pacing impedance on the right ventricular (rv) lead, numerous episodes of non-sustained ventricular tachycardia (vt) were present, high short interval counts (sic) and oversenisng. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that "there has been a steep climb in threshold over the past 6 months". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 7290cx, implanted: (B)(6) 2006, (B)(4).

Manufacturer narrative:
It was further reported that the patient received inappropriate therapy. Additionally, there was an out of range lead impedance alert due to high pacing impedance on the right ventricular (rv) lead, numerous episodes of non-sustained ventricular tachycardia (vt) were present, high short interval counts (sic) and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Evaluation summary: a proximal portion of the lead was received measuring 18 cm. Analysis of the device memory indicated a lead warning alert and oversensing due to non-physiologic signals/sic (sensing integrity counter). Visual summary analysis of the lead was performed and indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also reported that the right ventricular (rv) lead exhibited decreased sensing. No further patient complications have been reported as a result of this event.